Manufacturer narrative:
This report will be amended, when our investigation is complete.

Manufacturer narrative:
Visual inspection of the device, returned in its original package, confirmed the presence of a hair strand between the outermost carton and shrink wrap. Based on the review of the returned device, the reported condition is due to a hair packaged in the shrink wrap during the packaging process. This warsaw design controlled device was used for treatment. Review of complaint history indicated no previous complaints for the lot code associated with the returned device. The presence of the foreign material found in the package would not lead to any infections or other bio-incompatibility if the device had been used as the hair was found between the outer shrink wrap and carton. Further group training and operator awareness was performed to prevent future recurrence.

Event description:
It is reported that a hair was found in the packaging for the polar hole plug.